Event description:
It was reported that after insertion "using datascope catheter, when initiating therapy, balloon would not inflate to proximal tip". Manual inflation was attempted as well as removal of the extension tubing. Despite troubleshooting, the iab was unable to inflate and was therefore removed. A 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). Additional information received on 25 oct 2023 states that two 50 cc iabs were used and both would not inflate, so a third 40cc iab was inserted and was able to inflate successfully. Please see associated MDR #3010532612-2023-00607. The reported complaint for "balloon would not inflate" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
Qn# (B)(4). In section d provided the full UDI # UDI related data quality updates only. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that after insertion "using datascope catheter, when initiating therapy, balloon would not inflate to proximal tip". Manual inflation was attempted as well as removal of the extension tubing. Despite troubleshooting, the iab was unable to inflate and was therefore removed. A 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that after insertion "using datascope catheter, when initiating therapy, balloon would not inflate to proximal tip". Manual inflation was attempted as well as removal of the extension tubing. Despite troubleshooting, the iab was unable to inflate and was therefore removed. A 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).